Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that during the percutaneous catheter drainage procedure, the operator of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter attempted to aspirate the hub of the device, an air leak was detected from that area of the device. The catheter was ultimately replaced with a new product as a result of the issue. The procedure was then completed, with no further issues reported. The device has been received for evaluation; however, as of the date of this report the investigation is still pending.

Manufacturer narrative:
After further review of the record, it was determined the device was placed in the abdominal region and was in place 5-10 minutes. The customer was unable to provide additional information regarding patient demographics and concomitant medical products. Investigation ¿ evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control data, specifications, and visual inspection/dimensional verification functional test of the device was conducted during the investigation. One 10.2f drainage catheter was returned. No evidence of biomatter was noted on the device, indicating it may not have been used. No damage was noted on the catheter. The mac-loc was in the locked position upon return. During tabletop testing, the catheter was tugged and felt securely attached to the proximal assembly. Similarly, the cap was twisted and felt securely attached. The catheter was leak tested by hand injecting room temperature tap water while the distal portion of the catheter was clamped. A leak was noted beneath the mac-loc lever. The silicone fitting did appear to be present. The dimensions of the flare, cap, fitting, and catheter were not measured as the leak occurred proximal of the cap/flare/fitting junction. Additionally, a document based investigation evaluation was performed. The lot for the product is unknown, therefore a complaint lot search could not be completed. Additionally a non-conformance review could not be completed without a lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The complaint was confirmed during tabletop testing, however there was no evidence that the device had been manufactured out of specification. This failure mode is being escalated per internal processes. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment no further action is required.